Event description:
Symptoms: severe fatigue, peripheral imbalance, vertigo, dizziness, drooping left eye and left corner of mouth, weight gain, burning/fullness in left ear, burning skin, burning "brain" sensation, bruising, weak & aching muscles and allergies. I was having to consider disability after 25 years of working with the government. On set one year ago. Worked up by family dr., ent dr, neurologist and rheumatologist, they found nothing to explain what was going on with me. By word of mouth information, I saw another neurologist/ent dr. He tested me for heavy metal toxicity via dmps 6 hour urine challenge test and blood work. The test revealed I had high levels of mercury, cooper and nickel. All my other metal toxicity levels were within normal range. My dr recommended I get my 38 year old silver mercury amalgam fillings, -7- total, removed immediately. I did so. Then the dr put me on 9 months of chelation treatment with supplements and valtrex for the demyelinating nerve problems caused by herpes zoster virus. My immune system was unable to suppress the virus due to the toxicity. I am happy to reveal I am very well today with none of the above symptoms. I also lost 25 pounds. My thyroid medication has been reduced as my system is working better. This is the only medication I take.